Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer received assistance from the technical support team in resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the malfunction code reappears.